Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 03/13/2025 and 03/14/2025. H11: the actual device was received for evaluation. Visual inspection of the sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed; a leak was observed at the second y site clearlink and a damaged component (gland) was identified. The reported condition was verified. The cause was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked from the distal port. This occurred during priming process with sodium chloride 0.9%. There was no patient involvement. No additional information is available.